Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tube detached from syringe event on 04-june-2024. No further information available.